Event description:
The team placed an impella cp to support a patient down in the community with a myocardial infarction. The complainant reported the purge sidearm cracked. The remainder of sidearm was removed. The pump support was for just 28 hours.

Manufacturer narrative:
The investigation into the reported events has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The cause of the purge leak- pump issue was not determined since the product was not returned for evaluation. The failure modes will be monitored and trended. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir."